Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the o2 gas module to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported issue. The returned o2 gas module has been tested in a ventilator. It failed the pre-use check with pressure transducer and flow transducer tests. No issues were found during ventilation for 3 hours. The o2 gas module has been disassembled to investigate further. It was noticed that the filter was very old, manufactured 2015 week 35, and the nozzle unit was from the older design that the manufacturer stopped manufacturing it since 2015. Moreover, it was noticed that the inlet pressure sensor had a major drift in the zero pressure voltage. Further investigation in the gas module test system showed a clearly visible spikes, indicating that the nail value was out of specification. Which confirm that the membrane of the nozzle unit was sticky. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. The nozzle unit and the gas module filter should be changed during the yearly preventive maintenance or after 5000 hours of operation, whichever comes first. In this case, the reported ventilator didn't receive any preventive maintenance since at least 2015. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The reported issue could be reproduced at the manufacturer site. The nozzle's membrane stickiness was due to the lack of maintenance which is an expected wear and tear and the reason for the inlet pressure sensor drift is most likely due to the old filter. These 2 failures have caused the reported issue. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800.

Event description:
Manufacturer's ref. #: (B)(4).